Manufacturer narrative:
E1- initial reporter address 1: (B)(6). E1- initial reporter phone: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the superior vena cava. After lesion preparation, a 12x90/8fr uni plus halo 75cm wallstent endoprosthesis was selected for use. However, prior to implanting, it was found that the stent was fractured. In order to avoid adverse events after implantation, a new stent was unpacked and successfully implanted, and the damaged stent was sealed. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the superior vena cava. After lesion preparation, a 12x90/8fr uni plus halo 75cm wallstent endoprosthesis was selected for use. However, prior to implanting, it was found that the stent was fractured. In order to avoid adverse events after implantation, a new stent was unpacked and successfully implanted, and the damaged stent was sealed. There were no patient complications reported and the patient status was stable. It was further reported that the shaft was kinked and not stent damaged as what was previously reported. The kink mark was located in the middle of the shaft.

Manufacturer narrative:
E1- initial reporter address 1: (B)(6). E1- initial reporter phone: (B)(6). (B5) describe event or problem updated. Device evaluated by MFR.: the device was returned for analysis. The device was received with the stent fully deployed from the device. The deployed stent was not returned for analysis. A visual and tactile examination identified no kinks, damage or issues with the delivery system or tip of the device. This concludes the product analysis.